Event description:
Report 3 of 4 it was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient sample resulted as strep a negative from a veritor analyzer. Upon removing the test cartridge, the user observed that the result looked positive for strep a. No confirmatory testing was performed. The symptomatic patient was resulted as strep a positive and treated accordingly. There were no health impact or consequences reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes d9. Returned to manufacturer on: 16-jun-2025 h3. Device eval by manufacturer?: yes investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant results when using kit grp a strep 30 test veritor (material#: 256040), batch number 4135410. The customer reported that they are receiving a negative result when the cartridge is read with the analyzer, but when they look at the cartridge, the test is positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. There were return samples received that were functionally tested. The tested samples passed. One photograph was received but only shows the outside of the kit box. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. It is advised not to read cartridges visually, and to use the analyzer to receive results. There were no corrective actions taken at this time.

Event description:
Report 3 of 4 it was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient sample resulted as strep a negative from a veritor analyzer. Upon removing the test cartridge, the user observed that the result looked positive for strep a. No confirmatory testing was performed. The symptomatic patient was resulted as strep a positive and treated accordingly. There were no health impact or consequences reported.